Event description:
Same case as manufacturing number 6000118-2005-00026. It was reported that during a rotational atherectomy procedure the burr went through the guide catheter. The lesion being treated was a heavily calcified lesion in a ostial right coronary artery (rca). The vessel was ablated with a 1.5 burr without complication. While ablating with the 2.0 burr it was acting unusual (it would increase and decrease rpm's when it wasn't supposed to), the burr and wire were removed. Another wire was advanced and an unknown balloon was used to dilate the lesion. They then advanced a taxus 3.5x12mm stent to the lesion site, however, it would not inflate or hold pressure. At this point it was determined angiographically that the wire and stent/delivery device had gone thorugh the side of the guide catheter. The physician experienced removal difficulties of the stent/delivery device. The entire system was removed and it was determined that the wire had gone through the side of the guide catheter. The procedure was successfully completed with another device. No pt injuries or complications were reported. Analysis revealed stent damage had occurred.